Manufacturer narrative:
(B)(4).the event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a check supply line alarm which occurred on the homechoice (hc) during use during prime. The hp stated that he had changed the cassette in an attempt to clear the alarm, but had reconnected the previous bags. The tsr had the hp start over with new supplies. Baxter product surveillance contacted the home patient on (B)(6) 2011. He had spoken with his nurse about reusing supplies. There were no adverse effects reported to be caused by this event, and therapy since then has been going well. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.